Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during therapy. The patient was connected to the homechoice claria device at the time of the event. It was reported that after priming, the caregiver "drained the initial drain (about 7 mls)", and then "the machine alarmed a couple of times". Subsequently, the patient's caregiver observed "about 2 feet of air in the fill line, the first fill was done with the air and fluid in line". A manual drain was performed with relief of symptoms. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.